Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure there was difficulting placing the pacing lead. The physician could not get acceptable parameters during the implant: low r-waves. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. The helix of the lead was extrinsically bent. The analyst noted the lead passed through test introducer with no resistance or anomalies. The helix extended and retracted smoothly and within specification. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure there was difficulty placing the pacing lead. The physician could not get acceptable parameters during the implant: low r-waves. The lead was removed and replaced. No patient complications have been reported as a result of this event.